Event description:
When the tip was in contact with the tumor, the amplitude only reach a 10% instead of 40% that was the initial setting. It did not fragment the tissue and the surgeon stopped using it because it was not working as he was expecting. When the distributor tested the tip in the air and saline solution, the amplitude worked very well and it reached the 40% or any other value. Surgery delay was reported as 45 minutes. Additional information was received from the distributor on 30dec2015 with the following: on (B)(6) 2015, the patient underwent a transnasal resection of adenoma. The cusa torque base and cusa wrench were used to assemble the handpiece. There was no replacement cusa available to be used so they used suction and curettes. The reason for the 45 minute surgery delay due to the tip of the cusa not working. There was no patient adverse consequence as a result of the surgical delay.

Manufacturer narrative:
Integra has completed their internal investigation on 07/29/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: one c4615s was received with the lot number is unknown. The lot number is not displayed on the c4615s tip and an incorrect lot number was recorded on the accompanying paperwork. A visual inspection of the tip observed several light scratches along the surface but, no visible physical damage. The tip was inserted into a et4177 cusa 36 hand piece, ID# (B)(4)with calibration due date of 11-24-2016. Functional testing demonstrated that the tip achieved 100% amplitude and functioned as designed. The lot# provided did not align with the suspect product involved, see attached. Although the cusa tip was received the lot # is not embossed on the tip as such a DHR review could not be performed at this time. A two year look back in the complaint system for this reported failure and or related to "the tip only reached an amplitude of 10% instead of 40% " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. No visible, physical damage was found on the returned product. An amplitude of 100% was achieved during functional testing. The reported complaint of "the amplitude only reach a 10% instead of 40%¿ was unconfirmed.